Manufacturer narrative:
According to the facility on (B)(6) 2025 "the tubing slid away from the yellow tape, the tape remained intact and connected to the catheter". Per the facility the catheter needed to be replaced, however, no injury has been identified at this time. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2025 "the tubing slid away from the yellow tape, the tape remained intact and connected to the catheter".